Manufacturer narrative:
One device was received for evaluation. Functional testing was unable to duplicate or verify the reported problem. Visual inspection noted a detached downstream occlusion (dso) seal. The event history log was reviewed. The dso seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device does not detect the cassette. The event occurred during testing. There was no patient involvement.